Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received from medtronic indicated that the insulin pump had pump error alarms. Customer stated that they were able to clear the alarm and rewind the pump. Customer performed self test but failed. The troubleshooting was performed. No harm requiring medical intervention was observed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = missing on (B)(6) 2021, customer alleged insulin pump had a pump error 63 and device test failure. Unable to perform displacement test, occlusion test, and displacement test due to detached retainer. Device passed the rewind, prime/seating, basic occlusion test, force sensor test, sleep current measurement, and active current measurement, however insulin pump failed the self test. Successfully downloaded history files and traces using thus. Pump error 63 was found in the history file on (B)(6) 2021 at 19:33:21and 19:37:33, ambient light failure (variable 3). Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 6. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: faded serial number label, pillowing keypad overlay, cracked case on corner of belt clip rails, missing o-ring(reservoir tube), cracked keypad overlay, cracked reservoir tube lip, and cracked case above arrow and battery icon. In conclusion, customer allegation of pump error 63 confirmed with ambient light failure (variable 3) where traces of u1 on the keypad assembly were examined and found broken trace at pin 6. Device test failure was confirmed where self test failed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.